Event description:
It was reported, the patient received an inappropriate shock. The physician determined the rhythm before therapy as supraventricular tachycardia. The lead was reprogrammed. The ventricular tachycardia zone was turned on and the ventricular fibrillation zone was increased. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): performance data were collected from the device and analyzed. There were six patient alerts for out of tolerance subthreshold lead impedance measurements between (B)(6) 2011 and (B)(6) 2012. The weekly pace lead impedance trend data shows an increase for minimum and maximum right ventricular pacing impedance from 808 ohms to 3296 ohms peak between (B)(6) 2011 and (B)(6) 2012. It was also noted there were ten ventricular 64) 2012.